Event description:
It was reported that during a gastric bypass procedure, the trocars were leaking while being used with optic-view technology. They continued to use them to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.